Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 12/18/2020. H.6. Investigation: two 1ml syringes in fully sealed blister packs confirmed to be from batch 9260035 (p/n 309628) were received and evaluated. It was observed both syringes had a large brown discoloration. One had it under the flange and one syringe had it on the thumb rest of the plunger rod. The discoloration was rejectable per product specification. The embedded foreign matter (fm) is most likely degraded plastic. This occurs when the resin is exposed to prolonged high temperatures inside the molding machine, such as during start up. Per procedure, after start up, all molded parts are scrapped until no degraded plastic is observed. If this is not performed thoroughly a piece with this condition can get through. This type of defect is cosmetic and does not pose risk to the customer. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Event description:
It was reported that syringe 1ml ll had foreign matter on 2 occasions before use. The following information was provided by the initial reporter: yellowish deposit on 2 sterile single-use syringes. Spotted before opening. Set aside. Clinical consequences observed: none. Actions taken: checking for similar stains on other syringes in the box and discarding stained syringes.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 1ml ll had foreign matter on 2 occasions before use. The following information was provided by the initial reporter: yellowish deposit on 2 sterile single-use syringes. Spotted before opening. Set aside. Clinical consequences observed: none. Actions taken: checking for similar stains on other syringes in the box and discarding stained syringes.